Event description:
The patient ((B)(6)) received her scs system on (B)(6) 2008. It was reported that during a lead re-positioning procedure, the physician was unable to tighten the ipg header screwset onto the lead. The ipg was replaced at that time. The explanted ipg was returned to the manufacturer for analysis. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.